Manufacturer narrative:
Multiple attempts have been made for additional information. If additional information should become available, this record will be updated accordingly.

Event description:
End user advised was outside going down a gravel driveway and it is slanted and was leaning back on chair and the back broke. End user advised did not have seat positioning strap on when issue occurred.